Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "mitral transcatheter edge-to-edge repair in patients with severe pulmonary hypertension" was reviewed. The article presented a retrospective single center study, to evaluate the prevalence of, and correlates and postprocedural outcomes associated with, severe ph in patients undergoing mitral teer. Devices mentioned include mitraclip. The article concluded that severe ph preceding mitral teer identified higher-risk patients but was unrelated to procedural feasibility, safety, or efficacy. [The primary author and corresponding author was raj makkar at department of cardiology, smidt heart institute, cedars-sinai medical center, los angeles, ca, USA with corresponding email raj.makkar@cshs.org]. The time frame of the study was january 2013 to december 2022. A total of patients were included in this study, of which 1182 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, anemia, atrial fibrillation, diabetes. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, recurrent mr.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, anemia, atrial fibrillation, diabetes. Complications reported included death, heart failure, prolonged hospitalization, recurrent mr; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.